Event description:
Covidien received info stating, "during use on a pt the pt felt dyspnea and anxiety on vent. The pt's blood pressure medication was changed. The pt was not harmed or injured as a result of the event.